Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred on a receiver with an unknown serial number. However, a receiver with a serial number of (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no data within the investigations window. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.